Event description:
The facility hematology supervisor reported to baxter (B)(4) a blood administration set that was leaking during patient connection due to a puncture in the tubing. There was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was discarded hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.